Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the bioid connection. The field service engineer powered off and reseated the bio ID to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a bioid failure. The biometric reader was very difficult to read fingers. The customer reported that there was a delay in patient workflow. There were no adverse events or injuries reported based on this incident.